Event description:
It was reported the camera head displayed a ¿blackout¿ image during cleaning and disinfection. The intended therapeutic procedure was laparoscopy. There was no patient involvement.

Manufacturer narrative:
To date, the device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. Updated fields: d9, g3, h2, h3, h4, h6 and h10. The customer returned the camera head to olympus for the issue: ¿black out¿. The possibility of a charge coupled device (ccd) failure was considered. Therefore, it is presumed that the blackout indicated by the customer occurred due to the inability to communicate normally. Additionally, camera cable failure was confirmed during the equipment inspection at the repair department. The information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the occurrence. A device history review (DHR) revealed no problems were found. As per the instructions for use (IFU) manual: precautions for disappeared or frozen endoscopic image important information ¿ please read before use [warning] if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Reprocessing: general policy [warning] do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head displayed a ¿blackout¿ image during cleaning and disinfection. The intended therapeutic procedure was laparoscopy. There was no patient involvement.